Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that during the test the selection knob is not working. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of the selection knob not working. It was determined that this was a malfunction of the dfm100 assy power switch. The customer ordered the dfm100 assy power switch to resolve the issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text: remote support provided.